Event description:
Physician treated complex chronic total occlusion (cto) in the sfa. The physician used brachial access and due to the cto had a little difficulty crossing the lesion. Moderated dissection occurred. One (1) absolute stent and two (2) viabahn stent were placed in the sfa.

Manufacturer narrative:
Patient information is not available. Hospital and physician declined to provide patient information. Moderate dissection occurred during the use of the angiosculpt catheter. No clinical injury was reported. The angiosculpt catheter was discarded by the hospital, thus unable to evaluate the device. An MDR is being submitted because it cannot be determined with 100% certainty whether or not the angiosculpt catheter caused or contributed to the dissection. Thus, an MDR is being submitted in an abundance of caution. According to the instructions for use (IFU) for angiosculpt pta scoring balloon catheter otw, arterial dissection is listed as a possible adverse effect of the procedure.